Manufacturer narrative:
(B)(4). Date sent 12/23/2024. D4 batch #107d47. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and without reload present. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. The event described of cartridge installation issue could not be confirmed as the test reload was placed and removed with no issues noted during functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 107d47, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy using the echelon 3000 on a robotic hybrid system the reload appeared not to be properly attached, and as a result, the device would not fire. The surgical team had to switch to an alternative device. Fortunately, there was no adverse effect on the patient.